Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection identified a single whitish particle, approximately 0.5 cm in size, at the end of the tubing. The particle was completely embedded in the polymeric material and was not in direct contact with the fluid pathway. The cause of the condition was determined to be a clean room nonconformance during the manufacturing process. Clean room cleaning and disinfection control has been improved, and personnel awareness training has been implemented. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a white spot near the end of the tubing of a paclitaxel access set. This was noted during priming with normal saline. No additional information is available.